Manufacturer narrative:
Event: updated with additional information.

Event description:
It was reported that the patient experienced excruciating pain when inflating his inflatable penile prosthesis (ipp). This information was reported by the patien't primary care (pc) physician. The pc physician inquired from the manufacturer's patient liaison if this issue was typical. The pc physician was advised that this issue was atypical and that their patient needed to consult their urologist. The pc physician explained that their patient had discussed this issue with his urologist but felt dismissed by them. The pc physician was then referred to a company website for additional assistance with finding an alternate prosthetic urologist. The pc physician stated that they would visit the company website and assist their patient further with his issue. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the patient was seen by their urologist. The patient's symptoms resolved on their own. The patient was reported to be back at baseline with respect to his health.

Event description:
It was reported that the patient experienced excruciating pain when inflating his inflatable penile prosthesis (ipp). This information was reported by the patient primary care (pc) physician. The pc physician inquired from the manufacturer's patient liaison if this issue was typical. The pc physician was advised that this issue was atypical and that their patient needed to consult their urologist. The pc physician explained that their patient had discussed this issue with his urologist but felt dismissed by them. The pc physician was then referred to a company website for additional assistance with finding an alternate prosthetic urologist. The pc physician stated that they would visit the company website and assist their patient further with his issue. Additional information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.